Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable . (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function, venous occlusion and complete heart block. Both leads were implanted (B)(6) 2000; reportedly, the ra lead had failed and the rv lead was beginning to malfunction. Prior to the case, a temporary pacemaker and ice catheter were placed. Spectranetics lead locking devices (llds) were placed into each lead to provide traction to aid in extraction. In the ra lead, the ra lumen had a likely fracture present and the lld could only go halfway down the ra lead; the rv lumen was compromised and the lld could only lock to the heel (explained by the philips representative that the heel area is where the lead bends in the heart, just past the valves). The physician began the case with a spectranetics 14f glidelight laser sheath. He then used a spectranetics 11f tightrail sub-c rotating dilator sheath, then used a 16f glidelight device with a spectranetics large visisheath dilator sheath, and then finally to a 13f tightrail device. Successful extraction of the ra lead followed, and venous access was also successful. Attention was then turned to extracting the rv lead. The physician used the 16f glidelight device, then switched to a 13f tightrail device, then back to the 16f glidelight device. At that time, the rv lead was noted to have separated to a single filer. The physician was attempting to advance the glidelight device over the filer to where the insulation was intact, but the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy (the surgery team was in the control room). The patient did not have to go on bypass; the bleeding in the chest was controlled as the blood pressure was stabilized. There was significant bleeding from the pocket noted as well. A tear was discovered in the superior vena cava (svc)/innominate region that had bled into the pleural space (no tamponade was visualized via transesophageal echocardiography (tee)). Repair to the tear was performed by CT surgeon and the patient was stabilized. A pacemaker was reinserted. The physician had attempted to unlock the lld from the rv lead but was unsuccessful; the rv lead, containing the lld within it, was cut, capped and abandoned within the patient (please reference MDR 1721279-2021-00061 which captures the lld which, along with the rv lead, was cut and capped, and remained in the patient). The procedure was completed and the patient survived, transferring after the procedure to ccu. This report is being submitted to capture the 16f glidelight device that was in the area of injury when the patient's blood pressure dropped. There was no alleged malfunction of the 16f glidelight device during the procedure.

Manufacturer narrative:
H3): the device was not returned to the manufacturer, thus no evaluation will be completed. H6): added codes: 4755, 4619, and 4621.